Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. After several tests, it appears that the battery module was out of order. The fse instructed the user to segregate the unit and sent a new battery. User will install and fse will check the unit next time. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6).

Event description:
N/a.